Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery oscillator device was shorting out during use. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device was shorting out during use was confirmed. An assessment was performed and it was observed that the device failed the safety assessment check the off/on/on mode, and ran intermittently and then stopped working. During repair it was observed that the insulation on the electronic control unit (ecu) wires was damaged, the motor was worn out, and the bearings and seals were worn. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.